Manufacturer narrative:
Note: originally submitted on oct 7, 2016.

Event description:
Information received from us regulatory body. Medwatch report reference number: mw5064729 an endurant ii stent graft system was implanted in the patient during an endovascular treatment. It was reported that, approximately one year and six months post index procedure the endurant stent graft migrated, there was a type I endoleak, and a subsequent aortic rupture. No additional clinical sequelae were reported.